Manufacturer narrative:
Of the reported three malfunctions, lot numbers were not provided and the lot history review could not be performed. The samples were not returned to the manufacturer for inspection/evaluation. However; medical records were received for all three malfunctions. For one malfunction the investigation is inconclusive for the reported tilt. For the remaining two malfunctions the company is still investigating the issue at this time. The devices are labeled for single use.

Event description:
A review of the reported information indicates that model dl900j vena cava filter allegedly experienced malposition of device. These information's were received from a various sources. All three malfunctions involved patient with no patient consequences. Of the three patients, two were female and one was male, all three patients age ranged from 25-87 years. All other patient details were not provided.

Manufacturer narrative:
H10: of the reported three malfunctions, lot numbers were not provided and the lot history review could not be performed. The devices were not returned to the manufacturer for evaluation; however medical records were provided and reviewed for all the three malfunctions. For two malfunctions the investigation is inconclusive for the reported tilt. The remaining one malfunction is confirmed for difficult to remove and is inconclusive for tilt. The devices are labeled for single use. H10: g3,h6(device: a150207). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A review of the reported information indicates that model dl900j vena cava filter allegedly experienced malposition of device. These information's were received from a various sources. All three malfunctions involved patient with no patient consequences. Two patients age were 25 and 87 year and one patient age was not provided. Of the three patients, two were female and one was male. All other patients' weight were not provided.